Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, rash, pain visual analysis: visual analysis of the photographs identified: device patch with lot number 2914502 and catalog number 115-290. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
.Healthcare professional reported right side pain. Healthcare professional later reported "rash, serious fluid, capsular contracture baker grade IV," biofilm removal and chronic inflammation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot number 2914502 and catalog number 115-290. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9; h3; h6;

Event description:
Healthcare professional reported right side pain. Healthcare professional later reported "rash, serious fluid, capsular contracture baker grade IV," biofilm removal and chronic inflammation. Device has been explanted.